Event description:
It was reported that this inflatable penile prosthesis (ipp) right cylinder was oversized, resulting in bulging; therefore, a surgical procedure was performed to undersize the rear tip extender (rte) of that cylinder. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.